Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 518 mg/dl. They treated the high blood glucose with 10 units of insulin. They called the emergency medical service but did not go to the hospital. They declined troubleshooting for the high blood glucose. They also reported of an insulin flow blocked alarm. It was a past event. The event was resolved with an infusion set change. The device will not be returned for analysis.